Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced. The false messages were confirmed and were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.